Event description:
The customer reported that on (B)(6) 2011 erroneous, low total bilirubin (tbil), alkaline phosphotase (alp), aspartate aminotransferase (ast), and/or alanine transaminase (alt) results were generated on an unicel dxc 800 synchron® system for three patient samples. The initial, erroneous results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument the results were higher and regarded as valid. Amended reports were issued. Chemistry quality control was yielding lower chemistry results prior to the event. No patient specific information, sample collection/ handling information or additional system information was provided by the customer.

Manufacturer narrative:
The erroneous patient results involved with this event stemmed from a shared cartridge chemistry issue. Beckman coulter inc. Personnel led the customer through instrument troubleshooting. The customer flushed the cartridge chemistry (cc) sample probe, after which the instrument generated cc sample probe motion errors. Beckman coulter inc. Personnel advised the customer reboot the instrument. The problem was resolved after the reboot. Upon completion of the necessary and verified repairs the instrument was returned into operation. No further issues have been communicated by the customer involving this event.